Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer went to the emergency room (ER) with a blood glucose (bg) level of 20's mg/dl. Reportedly, customer initiated a bolus on top of their automatic correction bolus which subsequently decreased their bg level. Reportedly, customer fell and suffered a concussion. Reportedly, customer administered glucagon injections to address bg level and was monitored at the ER. Customer was released from ER on (B)(6) 2022 with issue resolved and no permanent damage. It was reported the customer went to the emergency room (ER) with a blood glucose (bg) level in the 20's mg/dl. Reportedly, the pump was preforming an automatic bolus function while the customer initiated an additional bolus which subsequently decreased their bg level. Reportedly, customer fell and suffered a concussion. Reportedly, customer attempted to self-treat with a glucagon injection to address bg level and was monitored at the ER. Customer was released from ER on (B)(6) 2022 with issue resolved and no permanent damage.